Manufacturer narrative:
We are unsure of the size (small, medium or large) at the rt040 full face mask. A fisher & paykel healthcare representative has contacted the hospital for return of the device to fisher & paykel healthcare in another country. Methods - no information to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time. This is an unusual event and we have not received similar complaints to date. We are awaiting return of the device for an evaluation.

Event description:
A hospital has reported to our distributor that the plastic moulding that holds the glider of the rt040 full face mask broke off and the glider fell off the mask. No patient injury was reported.